Event description:
The hcp reported that the pt presented to the emergency room in 2006, experiencing vomiting. The pump was refilled two days before the event day, the reporter indicated that the pt has vomited a "brown gooey substance" after refills previously. The vomiting continued for several days and the pt began to experience severe hallucinations during this time. The pt was reporting that she was seeing bugs all over her walls. Water everywhere and an elephant outside her door. The hallucinations continued for 2-3 days after admission to the emergency room. The pump contains lioresal and morphine. The pt was admitted to the intensive care unit. The pt also had a "mild heart attack" and has high blood pressure which will be addressed during this admission. The hcp has reported that "the medication is okay" as are "all of her levels". Troubleshooting was being considered. A follow-up report will be sent if add'l info becomes available to us.